Manufacturer narrative:
The returned plug was examined. There is evidence of normal use on the threads, but no damage. There is wear on the bottom surface, which sits against the rod, indicating the rod migrated/moved against the plug. The root cause is unknown as there are several factors which may have contributed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions for proper device usage. Reference reports 3012447612-2017-00291 thru 3012447612-2017-00293.

Event description:
It was reported that a rod broke post-operatively which necessitated a revision surgery. Further evaluation by zimmer biomet spine personnel of the pre-revision x-rays and returned product found that a plug had backed out prior to the revision and a second rod broke. This is report three of three for this event.